Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) showed an ¿cannot start pump with air in-line¿ alarm occurs while performing delivery accuracy test. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due defective air detector. As a result, the air detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump triggered air in line alarm during testing. There was no patient involvement. Evaluation of the returned device identified a defective air detector. This defect can cause the pump to fail to detect air in the fluid path in use.